Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that a strata valve was explanted from a patient because the valve "changed settings erratically."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.